Event description:
A customer reported to baxter (B)(4) of a clearlink set in which there was a separation from the tubing and the bonded collar. This condition occurred during patient-use; however there was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for an evaluation. The sample was visually inspected but not removed from the plastic bag, because the sample was contaminated with blood. A separation was confirmed in the sample because the luer locking adapter sleeve was separated from the two piece luer lock body. The cause of this condition could not be identified. The batch review was performed and no deviations were found.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.